Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2007, and mesh was used. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent removal of left ovarian remnant with rso and lysis of adhesions on (B)(6) 2007. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. The patient experienced pain, infection, urinary problems, bleeding and dyspareunia.

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: reason: it was reported that the patient underwent mesh implantation to treat stress urinary incontinence concurrently with a total vaginal hysterectomy due to pelvic pain. The patient experienced pain, infection, urinary problems, bleeding and dyspareunia. The patient underwent excision of granulation tissue due to dyspareunia in (B)(6) 2007 which provided her with pain relief, yet continued to have stress urinary incontinence. (B)(4) - urinary problems.